Event description:
As reported: pt. Presented with pain of the left-knee. Dr. Determined it was an issue of aseptic-loosening following tk rev of the aforementioned knee in 2016 (2nd stage revision). Dr. Opted to revise the pt's left-knee to the new construct listed on our usage sheet. No complaints against the components themselves, no further info available.

Manufacturer narrative:
An event regarding loosening involving an unknown triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown triathlon 25mm extension; cat/lot # unknown unknown triathlon slotted 16x150 stem; cat/lot # unknown unknown triathlon 7x5 lm augment; cat/lot # unknown unknown triathlon 7x5 ll augment; cat/lot # unknown unknown triathlon symmetric e-cone; cat/lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.